Manufacturer narrative:
Qn#(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "one sample was returned for evaluation. Visual inspection on the returned sample was conducted and no abnormality was found on the sample. The connector size of sample was measure according to specification. The device history record was reviewed and no issue related to complaint was noted. The device was manufactured according to release specification. No problem was found on the returned sample. Customer complaint cannot be confirmed as the returned device are meeting manufacturing released criteria and no defect was found on sample. Based on the investigation conducted, the returned sample defect does not match the reported failure that filter did not allow the anesthesia mask to be properly connected to it. The complaint could not be verified as manufacturing related issue." Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that prior to use "the external diameter of the filter did not allow the anesthesia mask to be properly connected to it. Clinical consequence: use of a new filter because of risk of accidental disconnection". No patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to use "the external diameter of the filter did not allow the anesthesia mask to be properly connected to it. Clinical consequence: use of a new filter because of risk of accidental disconnection". No patient involvement.